Event description:
Retained in body vaginal area, tampon was stuck inside me [foreign body in reproductive tract] I used a tampon but when I tried to pull out the tampon the string broke and the tampon was stuck inside me [complication of device removal] the string broke [device breakage]. Case narrative: consumer reported via phone that the string broke during tampon removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.